Event description:
It was reported to philips that the geometry movements were unavailable. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, a diagnostic treatment procedure was performed when the issue occurred, and the procedure was completed by moving the patient to another room. The remote service engineer (rse) reviewed the issue and confirmed that geometry movements were unavailable. After reviewing log file rse found an unintended drive signal during start-up. Upon troubleshooting onsite visit, philips field service engineer (fse) found that the issue was due to a faulty geometry module. To resolve the issue, fse replaced the geometry module. After replacement of geometry module, the system is returned to good working condition. The codes were updated based on the investigation outcome.